Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to the reported stiff ankle. The case is currently on hold as the patient has a very stiff ankle, largely fixed in a plantarflexed position. The surgeon plans to review the CT results with the patient and discuss treatment options, which may include gutter debridement, posterior capsule release, achilles release, poly exchange, revision total, or fusion.